Manufacturer narrative:
An event regarding packaging damage involving a gmrs proximal tibial component was reported. The event was confirmed. Method and results: device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling causing one of the flanges of the outer blister to fracture. Medical records received and evaluation: not performed as the event is related to a packaging issue. No adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to opening of the packaging. No further investigation for this event is required at this time.

Event description:
Outer box looked in tact. Inner boxes holding implant were crushed and implant was unsterile.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Outer box looked in tact. Inner boxes holding implant were crushed and implant was unsterile.